Event description:
It was reported that during a pta treatment procedure, the sasuga ham pta balloon dilatation catheter became stuck in the vessel. Resistance was encountered during advancement in a thin portion of the 95% stenotic lesion in the radial vein. During removal of the device resistance was again encountered. Following successful removal of the device the pt had spasms in the thin portion of the vessel. The pt's status was reported as "good."